Manufacturer narrative:
(B)(4). Batch number: p5552z. Investigation summary: the analysis results found that the ats45 device was returned with the articulation gear teeth damaged and with no reload present on the device. The returned device was tested for functionality with a test reload; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.